Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2017 throughout the entire weekend due to diabetic ketoacidosis. The patient was wearing the insulin pump at the time of hospitalization. She treated via insulin pump therapy and manual insulin injection. Prior to the hospitalization, the customer suffered from sinus problems. During troubleshooting the customer was able to prime without incident. There were no apparent anomalies with the insulin pump, set, or site. The insulin pump was not returned for analysis.